Event description:
It was reported to philips that the device displayed a red x and power supply failure inop message. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# (B)(4); the correct cfn# is (B)(4).

Event description:
It was reported to philips that the device displayed a red x and power supply failure inop message. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was determined that the power pca and ac module needed to be replaced. Upon conclusion of the evaluation, the power pca and ac module were both replaced and the device passed testing. As multiple parts were replaced, the cause of the reported issue could not be determined. The device remains at the customer site and no further evaluation is required at this time. The power pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the power pca was found to be fully functional and the reported issue could not be verified or duplicated.